Event description:
A peritoneal dialysis patient's wife called stating her husband had an issue the other night - a system error and when the cassette door was opened the cassette was noted to be leaking. There is no report of patient ill effect. No sample is available for evaluation.

Manufacturer narrative:
No sample was returned for evaluation, therefore, the complaint is deemed as unconfirmed. No further investigation is required. Event data will be trended per quality data analysis procedure.